Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 10/15/2013 device evaluation:the device has been returned and evaluated by product analysis on 10/01/2013 with the following findings:the keypad was found to be intact; no damage was observed. The complaint of unresponsive keypad buttons was not duplicated during testing. All of the buttons responded appropriately to button presses and were functional. The buttons had normal spring back and click. The keypad cover was removed and no contamination was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.